Event description:
Rptr began having scar tissue problems and chest wall inflammation problems in 7/91 due to her implants. Most of her activities have been halted and/or completely stopped because of soreness and sometimes severe stabbing pains which occur in the chest area where the implants are located. She can no longer work out with weights or endure anything which causes her chest to bounce. She also developed, approx in 5/92, fibromyalgia and a host of other conditions.